Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported feeling a stimulation sensation even after turning stimulation off. When she would turn it off initially, she would not have a problem. As she then would be about to fall asleep, she would feel a pulsating towards her thigh but not quite in the buttock area and then she'd go to sleep but be more conscious of the stimulation sensation. She confirmed seeing the stimulation off icon when turning it off and also tried decreasing down to 0 volts but it didn't make much of a difference. It was noted that she was not concerned about this as she was still learning the therapy and just wanted to know if this was normal. This was occurring intermittently. This also was reported to have onset suddenly in (B)(6) 2015. Additional information received from the patient in response to follow-up reported that turning the numbers down to 0 resolved the issue. Relevant medical history included non-malignant pain. No further follow-up was required.